Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient developed a post-op wound infection at both the chest and neck incision sites. The infection was identified as (B)(6). The patient underwent debridement, scar revision, and irrigation surgery, and protocols were utilized to prevent re-infection. No vns devices were removed at this time. Per the surgeon, the infection was due to patient manipulation of the surgical sites, as the patient has a habit of picking at skin breaks. Device history record was reviewed for both the generator and lead. Both devices were sterilized and met all quality control measures prior to distribution. No unresolved nonconformance were found prior to distribution. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.